Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture and residue on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation.. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).